Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad required frequent repositioning of the device to initiate charging, and the user requested a replacement; the user confirmed correct placement and no case on the device, and a replacement charger was arranged along with education on interim use of an alternative inductive charger. Symptoms included no adverse clinical symptoms. Outcomes included no clinical impact. Investigation included user consultation, device use education, and replacement of the suspected charging pad. Investigation of this case revealed a suspected malfunction of the external charging pad consistent with intermittent charging performance. It was concluded, based on previously established findings for similar reports, that the cause was likely component malfunction of the external charger.